Event description:
During initial assessment of a returned homechoice machine, a baxter technician found high drain volume error 104, during night drain 4 at 06:59:23. The largest prescribed fill volume was 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv event was confirmed during event history log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.

Manufacturer narrative:
(B)(4). The device passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.